Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. The customer's blood glucose level was 124mg/dl. The customer successfully filled the cartridge using the same pump supplies.